Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device, from which water invaded the scope connector which then caused the event temporarily. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported that his olympus evis lucera elite colonovideoscope began producing an e315 scope communication error during a procedure. According to the initial reporter, the procedure was completed without any patient harm by using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, a b30 scope communication error was present due to an immersed plug unit. The plug was found damaged with a leak, and the labeling was found discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.